Event description:
It was reported that during overheated at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The user facility was not able to provide any further information regarding the reported event.